Event description:
The pt lost weight and wanted the pump moved. The battery was reaching end of life soon: the pump was replaced and was returned to the manufacturer for routine analysis. No pt symptoms or injury was reported. The medications being delivered via the device system were bupivicaine and fentanyl.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomaly found - normal device function. The proximal 2.4 cm of the catheter and the 90 degree connector were received for analysis. The catheter had a deep abrasion into the lumen located 1.5cm from the proximal end and leak was noticed at the 30 psi test under the strain relief shroud. The catheter had a blue coloring on it. The hole suspected to be user related. (Catheter)